Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for 00515048201, lot number z000005979, identified no relevant deviations or anomalies. Product examination found that there was battery leakage inside the battery pack of the unit. This caused corrosion of the battery terminals. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery, the product's water pressure was too low to use. The surgeon used an alternative one to complete the surgery. No adverse events were reported as a result of this malfunction.